Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) shocking lead impedance measurement that was detected via the patient¿s home monitoring system. An attempt to obtain additional information was unsuccessful. The lead remains in service. No adverse patient effects were reported.